Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys hcg + beta test system (hcg+b) result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial hcg+b result was >10,000 miu/ml. The sample was automatically retested using a 1:100 dilution, and an hcg+b result of < 10 miu/ml was obtained. The sample was tested again using the 1:100 dilution factor and the hcg+b result was 56,236 miu/ml. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. It was suspected that there were bubbles in the sample that affected the first retest result. The hcg+beta reagent lot was 308599 with an expiration date that was requested but was not provided. The investigation is currently ongoing.

Manufacturer narrative:
As limited information was provided by the customer the investigation did not identify a product problem. The cause of the event could not be determined.